Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the cartridge was returned with the o ring pinched between the plunger and the barrel. The cartridge was unable to be tested for leaks due to damage.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was alleged that the o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.